Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8330984. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200791416] noted for raised hubs. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.3ml 31g 6mm half unit 10bag ca experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported needle hub separated when removing shield. Stated, shield was not difficult to remove. 1 syringe affected lot: 8330984. Catalog: 324919. Date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 31g 6mm half unit 10bag ca experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported needle hub separated when removing shield. Stated, shield was not difficult to remove. 1 syringe affected. Lot: 8330984. Catalog: 324919. Date of event: (B)(6) 2020.